Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had received inappropriate hv therapy for supraventricular tachycardia (svt). The physician elected to treat the patient's svt with medication rather than reprogram the device. The patient was fine before and after the event.